Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected in the cheek/mid-face with skinvive¿ by juvéderm®. The patient experienced an ¿occlusion¿. The patient was treated with warm compress and massage. Hcp got capillary refill back in 2 seconds and the pain decreased. Hcp kept patient in the office for an hour to assure it was ok. Symptom status is unknown.